Event description:
It was reported that prior to use of the 3.0x5mm nc trek balloon dilatation catheter (bdc), a piece came off the balloon. There was no reported patient involvement and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Date of event has been estimated. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.